Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 3006705815-2019-02596. Reference manufacturer report number: 1627487-2019-07883. Reference manufacturer report number: 1627487-2019-07885. Reference manufacturer report number: 1627487-2019-07886. Reference manufacturer report number: 1627487-2019-07887. Follow up identified that the patient's infection was noted at the base of the head of the extensions. The patient is seeing an infection disease doctor for management of the infection.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-02596. Reference manufacturer report number: 1627487-2019-07883. Reference manufacturer report number: 1627487-2019-07885. Reference manufacturer report number: 1627487-2019-07886. Reference manufacturer report number: 1627487-2019-07887. It was reported that the patient had an infection. In turn, the patient underwent surgical intervention wherein the entire scs system was explanted.